Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/13/2017. Device returned to manufacturer? Yes. The product was received in open pouches of the original packaging. Visual inspection shows the product was cut into pieces, most probably to make removal and replacement possible. However, there was only 1 piece returned. Considering the condition of the lens, additional analysis was not possible. The complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after intraocular lens (iol) inserted, a tear from folding the iol was noted. The iol was removed and new one inserted. Additionally, a folding problem was reported. No additional information was provided to abbott medical optics.